Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that (B)(6) 2013: patient presented with pre-op diagnosis: a disk herniation and damage at the level of l5-s1 with foraminal stenosis bilaterally and a disk damage at the level of l4-l5. Operation: anterior lumbar discectomy and fusion at the level of l4-5 and l5-s1 with partial corpectomy of l5 with implantation of a peek implant packed with dbx bone expander material , bmp sponge and autogenous bone grafting from vertebral body of the l5 in 2 levels, anterior lumbar instrumentation from the synthes system, use of fluoroscopy, use of sseps and neural monitoring throughout the surgery. Op-notes: an appropriately sized peek implant packed with bmp sponge, dbx bone expander material and autogenous bone grafting from vertebral body of the l5 was tamped into the disk space and it was countersunk. Ap and lateral fluoroscopy which showed the graft was in good position. Post operatively patient sustained unspecified injuries due to rhbmp-2.